Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused spots on the lungs. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 2025 and section h10 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused spots on the lungs. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed air outlet port had dust-like contamination in it.air inlet had tan dust-like contamination in it.pca (printed circuit assembly) had significant dust-like and hair-like contamination all over the top of it especially near the ui (users interface) knob area.significant dust-like contamination on the top of the blower box lid and surrounding area.dust-like contamination on the top of the blower motor and inside of the blower box.bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it.the sound abatement foam was intact and had significant dust-like contamination on top of it.evidence of sound abatement foam degradation/breakdown was not observed in this device.there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.